Manufacturer narrative:
Investigation summary: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Therefore, the root cause cannot be determined.

Event description:
It was reported that when the needle was retracted into the bd venflon pro¿, the catheter was perforated by the metal guide. The following information was provided by the initial reporter, translated from italian to english: "it was intended to use the device for pre-diagnostic venous access. When the needle was retracted due to difficulties in venous access, the cannula was perforated by the metal guide. The counter cannula had already been retracted once without particular resistance. The counter cannula was not deformed. Device also remained intact.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when the needle was retracted into the bd venflon pro¿, the catheter was perforated by the metal guide. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was intended to use the device for pre-diagnostic venous access. When the needle was retracted due to difficulties in venous access, the cannula was perforated by the metal guide. The counter cannula had already been retracted once without particular resistance. The counter cannula was not deformed. Device also remained intact."